Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a crack on the battery compartment and a reduced battery life. During troubleshooting, the customer reported that a failed battery test was listed in the alarm history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. However, pump was unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted in the long trace or pump history. Low battery alarm, replace battery alarm, replace battery now alarm and power error 25 confirmed in the pump history. Detailed trace analysis confirmed the pump alarmed low battery, replace battery, replace battery now then alarmed 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, cracked battery tube threads and minor scratched lcd window.